Manufacturer narrative:
D10: device available for eval: yes. D10: returned to manufacturer on: 18-sep-2023. H.6 investigation summary: bd received 1 used sample for investigation. The sample was evaluated by visual examination and the indicated failure mode for sleeve fall off / leakage was observed. Bd was unable to determine the specific lot number associated with this complaint; therefore, a review of the device history record could not be conducted. This complaint has been confirmed for the indicated failure mode sleeve fall off / leakage. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends. H3 other text: see h.10.

Event description:
It was reported that while using bd vacutainer® multiple sample luer adapter blood splatter occurred. The following information was provided by the initial reporter: the customer reported that blood splattered. Blood was splattered during blood sampling.